Event description:
Information was received indicating a pump was exhibiting no disposable, clamp tubing, when a smiths medical, cadd medication cassette was attached with 65.2 ml reservoir volume. It was reported the end user successfully performed troubleshooting and the pump was running without further alarms. No adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).